Event description:
Philips received a complaint by a biomedical engineer (bme) on the v60 (software version 3.10) indicating that the liquid crystal display (lcd) needed to be replaced. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. As of june 15, 2026, an authorized service provider (asp) was dispatched onsite to evaluate and repair the device, and upon arrival, the asp performed test and verification (t&v) tests per the v60 service manual and calibrated lcd screen. The asp found that the liquid crystal display (lcd) was not functioning; however, the touchscreen was able to be calibrated and recognize touches. No error codes/error messages were encountered by the user, and no accessories, including third-party devices, were being used that may have contributed to the issue. Ultimately, the asp found that the cause of the malfunction was due to a faulty nec lcd cable that needed to be replaced for repair; after performing the replacement, the asp verified that the issue was resolved. The investigation concludes that no further action is required at this time.